Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported during a posterior spinal fusion l5-s1, the tip of the driver broke and remains implanted in the head of the screw. In addition, the medwatch report (B)(4) was received from the facility.